Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no sample volume remaining for further investigations. Additional information required for investigation was also requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two samples from one patient tested for n-terminal pro b-type natriuretic peptide (nt-probnp). Results from one sample tested on (B)(6) 2015 and one sample tested on (B)(6) 2015 did not match the clinical condition of the patient and were considered false negative. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer provided data for a total of five samples collected from the patient and tested on an e411 analyzer. Refer to the attachment for all patient data. The mentioned samples were provided for investigation, where they were repeated. The customer's results were reproduced during the investigation. It was asked, but it is not known if the patient was adversely affected. The e411 analyzer serial number was (B)(4).